Manufacturer narrative:
(B)(4). The customer has advised physio-control that they will be performing an evaluation on the device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. This event code is indicative of the device no longer having the ability to function in AED mode. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. The removed therapy pcb assembly was further evaluated and the cause of the reported issue was determined to be an electrically leaky capacitor, designator c160.